Event description:
Litigation papers allege: after the surgery, friction and wear between cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's blood and tissue and bone surrounding the implant. Patient experienced severe pain and discomfort. Due to chronic pain, discomfort, dislocation and other symptoms.

Event description:
Litigation papers allege: after the surgery, friction and wear between cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patients blood and tissue and bone surrounding the implant. Patient experienced severe pain and discomfort. Due to chronic pain, discomfort, dislocation and other symptoms. Update: 1/22/2013, pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of infection on (B)(6) 2009 all products removed and cement spacer put in. On (B)(6) 2009, the patient was re-implanted with components. Records are available for further review.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated patient codes and patient initials.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes 2832569 and df4ee1. A search of the complaint database search finds one additional reported incident against lot code 2222071 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The part and lot combination was not provided for the trilock stem. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving additional information. Depuy will notify the FDA when the investigation is complete.